Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was inserted into the y-shaped connector, an unusual movement was noticed during the rotation check. Therefore, it was removed and appeared to be twisted. The catheter separated inside the body. The ivus catheter was pulled, removing the fragments. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and an imaging core windup and an imaging window detachment were encountered near the lap joint section. Based on the evidence, the as reported codes of sheath detachment and catheter material twisted are confirmed.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was inserted into the y-shaped connector, an unusual movement was noticed during the rotation check. Therefore, it was removed and appeared to be twisted. The catheter separated inside the body. The ivus catheter was pulled, removing the fragments. The procedure was completed with another of the same device. No patient injury was reported.